Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-04-12, information was received from a healthcare provider (hcp) via a company representative regarding a male patient who was receiving lioresal 2000mcg/ml at an unknown dose via an implantable pump for intractable spasticity. The patient¿s medical history and concomitant medications were unknown. On an unknown date, the patient¿s pump eroded through the skin. The factors that may have led or contributed to the event included the patient¿s position in their wheelchair. Diagnostics or troubleshooting was unknown. On (B)(6) 2016, the pump was explanted. As of (B)(6) 2016, it was unknown if the issue had resolved. The patient¿s status was reported as ¿alive ¿ no injury.¿

Manufacturer narrative:
Corrected information: sex, date of birth . If information is provided in the future, a supplemental report will be issued.